Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the beam was blinking/flashing/pulsing. The vaporization was diminished and there was a fiber front shot, forward firing. The procedure was completed using a second fiber without patient complications. It was noted that the fiber tip was cleaned twice, the physician ensured that the distance from the fiber to the tissue was approximately 2 mm (1 to 3 mm), the irrigation solution was positioned at least 106 cm higher than the level of the endoscope/cystoscope, the flow valve was opened and fluid observed to be coming out of the metal cap window, there was no excessive tissue accumulated on the tip requiring cleaning and there were no stones present in the prostate.